Manufacturer narrative:
Updated incident description and device information. The product reported before is believed to have been implanted during the revision surgery. No further information was received for this event.

Event description:
First information receipt on (B)(6) 2020: patient's wife called (B)(6) to report that her husband had a revision surgery. New information receipt on (B)(6) 2020: allegedly, the product was dislodged but that there was metallosis. Still pending to confirm if the hip implant was manufactured by microport or another company. Apparently, at the revision they used a microport product.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Patient's wife called on (B)(6) 2020 to report that her husband had a revision surgery. Allegedly, the product was dislodged but that there was metallosis. Still pending to confirm if the hip implant was manufactured by microport or another company. Apparently, at the revision they used a microport product.